Event description:
Complainant alleged that while attempting to pace a (B)(6) female pt, the device displayed an interval failure message and inappropriately shutdown. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.